Event description:
In 2007, I purchased icyhot heat therapy back for use on my lower back. I put the pad on and after a few hours, I felt a burning. When I took the pad off I had a burn measuring about two inches wide and about 3/4 inch high. I immediately put bacitracin on the wound until it healed, which took approximately 7 days. Dose or amount: individually wrapped patch, frequency: one. Dates of use: 2007. Diagnosis or reason for use: low back pain. Event abated after use stopped or dose reduced? Yes.